Manufacturer narrative:
Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler, cycler set or any fresenius product. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis on (B)(6) 2017. The patient was not hospitalized and was treated with antibiotics (vancomycin). The patient is continuing continuous cycling peritoneal dialysis (ccpd) therapy on the cycler with no reported issues.